Manufacturer narrative:
(B)(4). Updated: was missing in the inital MDR sent.

Event description:
A nurse reported to baxter a connection issue with the disconnect set found during use. The nurse stated that the disconnect kit separated from the spike of the transfer set. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The complaint was not confirmed since there was no sample or batch number were available. Root cause is undetermined. No batch review could be performed as the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.